Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('need removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("extremely achy"), arthralgia ("ankle hurts") and peripheral swelling ("hands swollen"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, pelvic pain, arthralgia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, pelvic pain and peripheral swelling with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events extremely achy, ankle hurts, hands swollen were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely achy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bled for 4 weeks straight"), arthralgia ("ankle hurts") and peripheral swelling ("hands swollen"). The patient was treated with surgery (essure to be removed). At the time of the report, the pelvic pain, genital haemorrhage, arthralgia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, pelvic pain and peripheral swelling with essure. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter was added. New event was added (prolonged genital bleeding). Narrative was amended. Pelvic pain was assessed as serious incident event, medical device removal deleted subsequently. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("need removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.